Event description:
Procedure performed: thoracic procedure. Event description: the surgeon decided to use a longer trocar than usual since this was an obese patient. The trocar broke into two parts during insertion. The rep believes that the part that broke is the cannula. The surgeon removed the trocar and completed the case. "The patient is fine." No patient injury was reported as a result of the event. Product is available for return. Additional information was received on 20jan2023 via email from user facility: the break occurred in the shaft. It is unknown how the trocar was inserted and if the surgeon had any difficulty. Yes, the break was clean. Yes, the break caused particulation. All pieces were retrieved from the patient. This trocar was not used with a robot. The cannula was in the process of being removed when it broke. No instruments were in the cannula at the time of the incident. Intervention: the surgeon removed the trocar and completed the case. Patient status: the patient is fine.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. Based on the condition of the returned unit, it is likely that the reported event was due to the cannula being more susceptible to fracture. It is possible excess force was exerted on the unit during insertion and during trocar placement, which contributed to the fractured cannula shaft. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: thoracic procedure event description: the surgeon decided to use a longer trocar than usual since this was an obese patient. The trocar broke into two parts during insertion. The rep believes that the part that broke is the cannula. The surgeon removed the trocar and completed the case. "The patient is fine." No patient injury was reported as a result of the event. Product is available for return. Additional information was received on 20jan2023 via email from user facility: the break occurred in the shaft. It is unknown how the trocar was inserted and if the surgeon had any difficulty. Yes, the break was clean. Yes, the break caused particulation. All pieces were retrieved from the patient. This trocar was not used with a robot. The cannula was in the process of being removed when it broke. No instruments were in the cannula at the time of the incident. Intervention: the surgeon removed the trocar and completed the case. Patient status: the patient is fine.